Manufacturer narrative:
(B)(4).

Event description:
Diabetes educator contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbbt on (B)(6) 2016. The diabetes educatorr did not report injury or medical intervention. No additional patient or event information is available.